Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the physician suspected lead dislodgement with increased ventricular thresholds. The lead was removed and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Pt was revised to address hip pain.